Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 needle investigation summary: a failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on april 15, 2025. The component was identified as product code sxpp1a405. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported breakage needle. The product received for analysis was sxpp1a405. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: were there any adverse consequences associated with the patient? > no, as the surgery went on smoothly afterwards. Dr tan realised that the needle tip was broken after 1-2 passes of the suture, so he cut away the suture and used vicryl size 0 to close the rectus layer instead of stratafix. Did the needle fall into the patient? > no. The broken needle tip was found on the skin surface of the wound. If so, was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No. They located the needle piece manually by visual surveillance. What measures were implemented to retrieve the broken piece? The needle tip was seen and found on the skin surface of the wound, so it was easy to retrieve. Was there any additional tissue damage resulting from the search for the needle piece? No does a fragment of the needle remain in the patient¿s tissue? No please provide the source or name of person providing answers to follow-up questions on dd mmm yyyy or provided from knowledge as you were present in the case? Further clarification obtained from clinic nurse, mabel, who was present in the case, on (B)(6) 2025.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. During the procedure, the suture needle's tip broke off when doctor wanted to use the suture. The broken needle tip was found on the skin surface of the wound. A different device was used; there were no adverse patient consequences. Additional information was requested.